Event description:
Independent repair center customer alleged alarming/red light and the key failure is the sieve beds are saturated. As stated on the independent repair center customer alleged alarming on start up, replaced pilot valve and the key failure is the sieve beds are saturated.